Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the scope was cultured. Less than 1 cfu microorganism was detected in the biopsy/instrument channel, 1 cfu of gram-positive bacteria was detected in the aspiration channel, 1 cfu of micrococcaceae, 4 cfus of bacillus spp. Mesophiles and coagulase-negative staphylococci, were detected at the distal end. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The customer cleaning, disinfection, and sterilization process was requested; however, no information was provided. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported that during routine testing, the endoscope tested positive for microbial contamination. All channels were sampled and 16 colony forming units (cfu) of coagulase-negative staphylococci were detected in the aspiration channel, 7 cfus of coagulase-negative staphylococci were detected in the biopsy/instrument channel, and 8 cfus of coagulase-negative staphylococci were detected at the distal end of the endoscope. Less than 1 cfu of unspecified microorganism was detected in the air/water channel. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.